Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor patient had the device for bladder and bowel. Patient reported that the device does not tell them soon enough to and they do not quite get there to urinate in time. Patient reported that for his bowel, it seemed to go awfully fast and awfully lot and that it seemed they go frequently. Patient also reported that they had bad diarrhea. Stimulation was increased to 1.3 volts on program 1 and patient felt stimulation at the ins. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. The hcp reported that the patient did not follow up with their clinic regarding the complaints and noted that the last visit, (B)(6) 2017, was prior to the placement of the device. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it was unknown what circumstances led up to the event. The patient noted that they had increased the stimulation at the time of report and that seemed to work for them. No further complications were reported or were expected.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it was unknown what circumstances led up to the event. The patient noted that they had increased the stimulation at the time of report and that seemed to work for them. No further complications were reported or were expected.